Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: "lcs", procedure: "olif"(l2/5), levels implanted: l3/4 it was reported that on an unknown date, post-op, minor neurological symptom was observed due to stimulus to the root by fracture of the contralateral osteophytes. The product came in contact with the patient. Patient complications were reported. Minor numbness and it was being improved at the reporting. Post-op, neurological symptom occurred on unknown date. Revision is not scheduled. Doctor told that neurological symptom occured probably due to fractured bone spur have came in contact with nerve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.